Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing severe tricuspid regurgitation, and during implant of the pacing lead the lead had difficulty in transvalvular and was easily washed back by the blood flow from the atrium. After the active lead entered the ventricle it could not be stably fixed in the ventricular septum due to the blood regurgitation. The pacing lead was replaced. No further patient complications have been reported as a result of this event.